Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges noticing glue residue on top of the filter at the connector side prior to pt use. No report of a pt harm or injury.